Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported the lead was opened during implant. Upon visual inspection, the physician noted a small piece of loose metal clinging to the rv defib coil. The physician attempted to pull the piece of metal off and it fell on the floor. The material could not be found after that. The lead was not used. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.